Event description:
New information notes that patient also suffered an infection along with the pocket erosion.

Manufacturer narrative:
The reported field event of pocket erosion and infection was not confirmed in the laboratory. The device was tested on the bench and after review of sterilization to ensure that each manufacturing and inspection operation was performed, no anomalies were found.

Event description:
It was reported that patient presented with pocket erosion. The pacemaker was explanted. The patient was stable.